Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial and ventricular leads were found to be dislodged from the position via x-ray. Both leads were repositioned. However, during the lead repositioning procedure, the physician claimed the torque wrench could not rotate when attempted to re-connect the atrial lead and suspected the issue was due to the device. The device was explanted and replaced as well. The procedure was completed without any adverse consequences to the patient. Related manufacturer reference number: 2938836-2019-17484, related manufacturer reference number: 2938836-2019-17485.